Event description:
It was reported that during an implant attempt, the lead dislodged. After dislodgement the screw would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, the exposed defibrillator/svc coil conductor was distorted and kinked/buckled, the exposed defibrillator/rv coil distal end was distorted, and the lead appeared to have been damaged at implant. It was noted that the helix was bent and blood was visible. (B)(4).